Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer reportedly received results of 519 mg/dl and 237 mg/dl within 3 minutes on the aviva combo system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.